Event description:
Iabp catheter inserted rt femoral site, 3pm, in cath lab. Pt went to micu at 4pm. Upon arrival, iabp alarm, leak loss of augmentation, flash of blood noted at base of iabp catheter. Dr notified. Iabp dc'd and new 34cc balloon iabp catheter inserted with fluoro in micu by physician.